Event description:
Reporter alleged the customer couldn't test on the aviva system because of an error message. Reporter alleged that sometime during that same day, the customer became hypoglycemic and 911 was called. Reporter stated the emts obtained a result of 45 mg/dl on their system and gave the customer an IV of glucose. Reporter stated the customer was kept in the ER until the next day. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.